Event description:
It was reported that during an unknown procedure, a handle spring broke off. The case was completed by using another like device. No patient consequence was reported. One device is being returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The instrument was received and visually inspected. The jaw was closed and there was tissue present. During mechanical testing the jaw would not open and close. The instrument was recognized by the generator but no additional testing could be done due to the returned condition. The instrument was disassembled and the proximal gear was noted to be damaged. The gear had four teeth missing, only two teeth were returned. One of the broken teeth did not shear all the way off; jamming the gear prevented the jaws from opening and closing.